Event description:
As reported by the user facility ((B)(6)): stopped without alarm: within the ruin, the device stopped without alarming. Incident occurred on (B)(6) 2012. The technician of the hospital checked the device and found no failure. Reference MFR # 9610825-2013-00056.